Event description:
It was reported that the rv lead impedance was very low and the pacing threshold in the ventricle was high. The lead was capped/removed from service. No patient complications have been reported as a result of this event.